Event description:
It was reported that during surgery when inserting the anchor into the bone, the anchor was broke. No significant delay was reported, a backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
One 72203706 healicoil regenesorb 5.5mm suture anchor device reported on. Due to product unavailability, the complaint could not be visually evaluated. Evaluation results were based upon information relayed. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: damaged or use of other than recommended prep instrument size or types. Pressure or excess torque applied. Inadequate bone quality resulting in anchor pullout or loss of fixation. Unexpected bone condition/density. Breakage and damage can occur due to use of sharp instruments to manage or control the suture. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Recommended prep instrument for the 5.5mm anchor is a 5.5mm threaded dilator. Communication relayed use of a 4.75mm tap. Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
One 72203706 healicoil regenesorb 5.5mm suture anchor device reported on. Due to product unavailability, the complaint could not be visually evaluated. Evaluation results were based upon information relayed. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: damaged or use of other than recommended prep instrument size or types.pressure or excess torque applied.inadequate bone quality resulting in anchor pullout or loss of fixation. Unexpected bone condition/density.breakage and damage can occur due to use of sharp instruments to manage or control the suture. Recommended prep instrument for the 5.5mm anchor is a 5.5mm threaded dilator. Communication relayed use of a 4.75mm tap. Final product met predetermined specifications upon release to distribution.

Event description:
It was reported that during procedure, when inserting the anchor into the bone, the anchor was broke. All the pieces were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.